Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient reported a fluid leak coming out of his cassette compartment when he went to remove it after treatment. The patient's effluent remained clear. The patient did not take antibiotics. Patient did not experience any health complications. The sample was discarded.